Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). The device investigations found that the device was not working according to specification due to a malfunction of the electronic circuitry. Other damages found during investigations are most likely related to explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient reported that the implant started to function intermittently for a few days before completely losing access to sound with the device in (B)(4)2017. The user did not hear any popping or buzzing sounds prior to the device not working. The patient was re-implanted on (B)(6), 2017.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported that the implant started to function intermittently for a few days before she completely lost access to sound with the device. The patient was re-implanted on (B)(6) 2017.